Event description:
It was reported that cartridge alarm occurred during load process while customer was following prompts and alarm recurred when customer attempted to load new cartridge. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin delivery while technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to program pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within specified time frame.